Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 12.3mmol/l. Customer reported the pump with condensation inside the screen and can't see anything at all on the screen. Customer stated that pump might directly expose to moisture but possible have in contact with sweat. Customer stated that there is also a crack by battery casing. The customer was advised that the device would be replace and revert to a backup plan.

Manufacturer narrative:
The pump had unresponsive buttons due to a corroded lcd board. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to unresponsive buttons. The pump had a stripped battery cap coin slot, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.